Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was treated for a ventricular fibrillation (vf) episode with one inappropriate shock and anti-tachy cardia pacing (atp) due to possible rapid ventricular response (rvr). During the patient's atrial tachycardi/atrial fibrillation (at/af) arrhythmia, stored electrograms indicated there was intermittent undersensing on the atrial channel. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.